Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what was the name of the procedure? Facelift. What was the procedure date? (B)(6) 2021 and b)(6) 2021 . Was the needle piece removed from the patient during the same procedure? Yes. Was there any patient consequence or injury? No. What is the condition of the patient? Good. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Note: events reported in 2210968-2021-04904.

Event description:
It was reported that a patient underwent a facelift procedure on an unknown date and suture was used. During the procedure, the needle keeps falling out during normal use. Product is available for analysis. No adverse patient consequences were reported. Additional information was requested.